Event description:
Customer reported discrepant results on a patient sample between two lot of capture r ready ID (crrid).a weak reaction was observed in the second cell of the capture-r ready screen ii lot w132 performed on galileo. Crrid lot id081 was used on galileo; a negative result was reported. Crrid id080 was used; anti-e was identified.

Manufacturer narrative:
The customer did not return product of sample for investigation testing; the product has expired. It is not possible to rule out the sample as a cause of the event.